Event description:
Central venous access device (port) functioned poorly on a repeated basis during several extracorporeal photopheresis treatments, e.g. Numerous pressure alarms. Difficulty flushing port despite tpa and heparin interventions. Ultimately, port removed due to poor function and positive blood culture from port (positive cocci) requiring antibiotic therapy.